Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported problem. The fse performed the following activities for troubleshooting: reset/reboot of the philips firewall as well as reboot on the part of the uke switches (carried out by uke-it). The system complied with the manufacturer's specifications in the tests carried out and was ready for clinical use. Based on the information available and the testing conducted, the cause of the reported problem was related to the philips network firewall and part of the customer network switches. The reported problem was confirmed. The device was operational after rebooting was completed. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that there was a failure of vital data transmission in all intensive care units in o10 on the 1st floor as well as bmt (bone marrow transplantation) wards c6a and c6b. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.